Event description:
It was reported that the patient presented in the clinic for generator changed procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited high capture threshold. During the procedure, while the physician tried to remove the old device, the atrial lead was cut. The atrial lead was replaced. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.